Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error and low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the notification light did not immediately stop flashing. The customer received a low battery alert prior to the replace battery now alarm. The customer declined to troubleshoot for low battery. The product was not returned for analysis.